Manufacturer narrative:
CAPA 24-005. Since the device is unavailable for analysis and the device is fabricated per physician's prescription (rx) only, the root cause of the event is undeterminable. The device complaint or problem cannot be confirmed. It is unknown if any modifications were performed on the device by the provider or patient. The precautions in the instructions for use (IFU-012556_5) state "regular dental follow-ups are recommended to review any side effects, and to avoid device breakage, [?]" Additional information was requested from the reporter regarding the event, should additional information be received relevant to the complaint a supplemental report will be filed. Manufactures internal reference number: (B)(4).

Event description:
The complaint was received via a sleep appliance remake report. It was reported that this remake was due to the appliance breaking and the screw falling out in the patient's mouth while sleeping. No further information was reported. The date of event is unknown.